Event description:
It was reported that the patient had ongoing out of range impedance issues on electrodes 4, 5, and 6. In addition, the patient had turned off the device prior to going to bed (in (B)(6) 2012), and woke up to no stimulation sensation. Thus, the patient's leads were revised on (B)(6) 2012. Additional information about the outcome was requested.

Event description:
Additional information indicated that on (B)(6), 2012, two new leads were implanted. The patient then received good stimulation. The generator remained implanted and was still in use. The patient had not had any problems since.

Manufacturer narrative:
Lead: model 3998, lot j0412295v, implanted: (B)(6) 2004 explanted: (B)(6) 2012. Extension: model 3708260, serial (B)(4), implanted: (B)(6) 2007 explanted: (B)(6) 2012. Adaptor: model 3550-29, lot n299246, implanted: (B)(6) 2011 explanted: (B)(6) 2012. Programmer: 37743, serial (B)(4). (B)(4).